Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that a patient underwent a oblique lumbar interbody fusion (olif) procedure at l2/3/4. It was reported that quadriceps motor-evoked potential (mep) fell after the cages were inserted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.